Event description:
It is reported that while the product was inserted into pt, it was unable to irrigate via irrigation port after five (5) minutes of use. It is further reported that the syringe was properly attached and would not depress; a few different syringes were used and still unable to irrigate. The product was removed based on the inability to use the irrigation port.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the pt being harmed as a result of this malfunction. No add'l pt/event details have been provided to date. A return sample for eval is not expected. Should add'l info become available, a follow up report will be submitted, reported to the FDA on (B)(4) 2014. (B)(4). Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.